Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('bilateral embedded silver metallic colored coils.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included chronic cervicitis, adenomyosis, pelvic pain female, cystoscopy, dyspareunia, endometrial ablation, endometriosis, fibrosis and cystourethroscopy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy, endometrial a). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the essures were not visually seen from the exterior. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: -cervix: mild focal chronic cervicitis. -myometrium: adenomyosis. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received-previously reported event injury nos was replaced with medical device removal. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('bilateral embedded silver metallic colored coils.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included chronic cervicitis, adenomyosis, pelvic pain female, cystoscopy, dyspareunia, endometrial ablation, endometriosis, fibrosis and cystourethroscopy. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy, endometrial a). Essure was removed on (B)(6)2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: the essures were not visually seen from the exterior. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: -cervix: mild focal chronic cervicitis. -myometrium: adenomyosis. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: mr received: previously reported event: 'essure removal' was replaced by 'bilateral embedded silver metallic colored coils'. Medical history, lab data, removal date, patients date of birth, reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report